Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while reportedly wearing the lifevest. The patient received an appropriate shock which failed to convert the arrhythmia. The device was started up at 07:56:07 on (B)(6) 2021. At 09:08:22, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 09:09:33, the patient received the appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was vf with CPR/motion artifact. At 09:25:14 and 09:25:55, asystole was detected two times. ECG shows CPR/motion artifact and electrode lead falloff. An idioventricular rhythm @ 60 bpm appears intermittently between the artifact. The electrode belt was disconnected at 09:33:44 on (B)(6) 2021.